Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the subject meter started reading inaccurately on the morning of (B)(6) 2015 when she obtained alleged inaccurately high blood glucose results; however, no results were provided for this time. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the alleged inaccurate high results in the morning, she increased her dose of lantus insulin to 30 units. She claimed that at about 3:45pm on (B)(6) 2015, she developed symptoms of hypo, shaking hands [and] palpitations. She reported that she then conducted blood glucose tests and obtained results of 1.2, 5.0, 4.3, 4.6 and 4.1 mmol/l on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls outside lfs criteria for precision. The patient reported that she self-treated her symptoms with cake and contacted lfs. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient's blood glucose results were from the same approved sample site. The csr noted that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.